Manufacturer narrative:
On 2012.

Event description:
It was reported that following the implantation of a monarc, the patient experienced difficulty healing and as a result could not have a relationship with her boyfriend. It was also reported that the patient experienced urinary tract infection (uti), dyspareunia and aches in her legs. It was noted that the mesh was removed in 2012 but that she continues to experience dyspareunia, utis and that her "life is destroyed". If additional information is received, a follow up report will be sent.